Event description:
It was reported that a symptomatic patient presented to the hospital. The patient experienced chest pain, dizziness and fainted. Upon interrogation, the left ventricular lead had dislodged. The lead was repositioned on (B)(6) 2017. The patient was discharged in stable condition.